Event description:
It was reported that the patient had syncope, received therapy, had "bleeding into head" and double vision. The patient subsequently died approximately three months later. The cause of death is unknown.

Manufacturer narrative:
No further information related to patient death is available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.